Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approximately 2.5 months ago. The aortic neck ranged from 25 to 27 mm in diameter over a length of 24 mm. The distal aorta-iliac bifurcation measured 22 mm x 24 mm in diameter. The right common iliac artery varied from 10 mm to 12 mm to 13 mm to 12 mm over 48 mm in length, and the left common iliac artery varied from 12 mm to 14 mm over 43 mm in length. The iliac arteries were bilaterally mildly calcified with minimal tortuosity. It was reported that the talent stent graft was implanted without issues, and the bilateral iliac stent graft limbs were ballooned with a reliant balloon and a 10 mm angiographic balloon; the final angiogram showed no problems. Approximately, 1.5 months post-implant, the patient presented with right leg claudication, in which angiography revealed an occluded right stent graft limb without evidence of kinking. The physician elected to perform a fem-fem bypass, which successfully resolved the limb occlusion. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results and conclusions: (arterial and venous occlusion). Other (film review pending).